Event description:
The doctor was using a fixture mount to place an implant. When the doctor attempted to remove the fixture from the implant, the doctor discovered that the fixture mount would not release from the implant. The implant was removed from the site with the attaced fixture mount. The surgeon then during the same surgery, was able to place a different implant into the site. Pt injury has not been reported.